Event description:
Additional information: low flow alarms were reported with no other information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted by the account for review. A specific cause for the alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1, "introduction," lists bleeding and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D, also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight is unknown and will be updated if additional information is provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient complained of right flank pain and developed new hypotension with low flows that was treated with intravenous fluids, intravenous heparin was stopped. A computed tomography showed active retroperitoneal bleeding and the patient was sent for an emergency coil embolization. The patient continued to be hemodynamically unstable requiring massive transfusion, intubation, initiation of pressors and epinephrine. The patient developed vasoplegic shock and continued to decline. The patient was transitioned to comfort care and passed away on (B)(6)2023.